Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with moderate tortuosity and moderate calcification in the left anterior descending (lad) coronary artery. The 3.5 x 15 mm nc trek balloon catheter was advanced to the target lesion with resistance due to the tortuous anatomy and the hypotube kinked. After deflation was performed, when the nc trek was being withdrawn resistance was noted with the anatomy as well. The balloon catheter then separated into two pieces due to applied force during withdrawal. A new 3.5 x 15 mm nc trek balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported kink and separation were confirmed; however, the reported physical resistance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported kink, shaft separation, physical resistance and difficulty removing the device appear to be related to operational context. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use (IFU) states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case, the kink occurred during advancement as a result of the bdc interacting with the challenging anatomy. Additionally, the IFU states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. In this case, it is likely that the use of force during retraction resulted in the shaft separating; however, it is likely that the force was required given the clinical situation (reported resistance). A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.